Manufacturer narrative:
No devices were retained for return engineering analysis, nor were any attempts at gathering further case info successful.

Event description:
In response to form 483 issued to spectranetics on (B)(6) 2010, observation # 2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the united states. Indication for this cardiac lead removal was an acute pocket infection. The pt had 2 abandoned leads that were cut after a failure extraction attempt in 2004. The md prepped the rv lead with a lld and began lasing with the 16f sls. Again, extraction was unsuccessful after spending a reported "long time lasing". The md then moved to the atrial lead and attempted to attach the lld, but was unable to because the cardiac lead did not have a lumen. The ventricular lead broken with minimal traction on the lld. The md decided to take a femoral approach to extract and was ultimately successful removing both the atrial and ventricular leads. However, the tee showed bleeding in the place the atrial lead was implanted. The pt's arterial blood pressure was declining, the pt was prepped to go into the cardiac operating room. Well over an hour after the extraction the CT surgeon performed a sternotomy, discovered a svc perforation, and successfully repaired the injury. The pt survived the surgery, but unfortunately died several days later.